Event description:
Home patient (hp) reported (rptd) he switched full supply bag to heater line spike while troubleshooting alarm during apd treatment. Per hp, he continued treatment after calling rn who assisted him in clearing alarm. Rn reported no hp injury or medical intervention required as a result of incident.